Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be provided upon completion of investigation.

Event description:
Laparoscopic hysterectomy - laparoscopic hysterectomy was performed on a thin female using one each of cfr73, ctf03, cfs02. The surgeon observed "lumps" protruding from the surgical port sites during a follow up visit with the patient on (B)(6) 2017. After a CT scan, viscera was observed in the protrusions. The surgeon shared that he does not routinely close the fascia of any port sites after laparoscopic surgery. Additional information received via email from clinical development on 27 march 2017 - the surgeon confirmed that the date of the laparoscopic hysterectomy was (B)(6) 2017. The surgeon also confirmed that the patient has two herniae: one was the left upper quadrant lower incision at the level of the umbilicus (5 mm adv fixation port site) and the second was the suprapubic site (12 mm adv fixation port site). Type of intervention: post-site hernia repair procedure not yet scheduled. Patient status: patient is stable. This cer is created for the cfr73 referenced in (B)(4) MDR# 2027111-2017-01676.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. The root cause of the event could not be confirmed. During initial intake of the complaint, the complainant did not allege any malfunction relating to the trocar. It was noted that the surgeon does not routinely close the fascia of any port sites after laparoscopic surgery. This surgeon preference accompanied with the fact that the patient was thin, may leave the body susceptible to port site herniation. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.